Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent hiccups and diaphragmatic/nerve stimulation. An interrogation at the clinic during follow-up showed the right atrial (ra) lead had no capture. X-ray was performed and confirmed atrial lead dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.